Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed openings during analysis. Additional observations: observed creases on the device. White particles observed in the surface of the shell. No further actions are required as the device was implanted.